Event description:
It was reported that during a da vinci si cholecystectomy procedure, the medium-large hem-o-lok clip applier instrument would not clip down, causing the clip to fall out of the instrument and into the patient. The clip was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was able to hold a clip but the grip was not able to close properly and fully to engage the clip. The input disc was found to experience high friction during rotation and the grip jaws would not fully open and close when put tested on an isi in-house is3000 system. The jaws were able to be manually closed to ensure proper clip closure. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information. The initial reporter indicated that the instrument involved with this complaint was inspected prior to use. The initial reporter indicated that there was no video recording of the planned surgical procedure and did not know how long the instrument was in use prior to the event. The initial reporter indicated that the event occurred when the surgeon was attempting to clip the patient's cystic duct. She did not know what other instruments or tools were in use during the procedure. The clip that fell into the patient was retrieved using a laparoscopic grasper instrument. The initial reporter denied that any post-operative tests were performed or that any post-operative complications occurred.